Event description:
It was reported that during a follow-up, the lead was not capturing and sensing thresholds were low. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.